Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and it appeared that the catheter was damaged during use. One 6.6fr s/l broviac catheter was returned for investigation. Evidence of use was observed on the returned sample. The printing on the clamping oversleeve was partially worn. Debris was observed in the crevices of the clamp. A suture wing was sutured to the catheter 17cm distal to the clamping oversleeve. Blood residue was observed within the fibers of the surecuff. The catheter was received in three segments. The middle catheter segment contained the surecuff. The catheter extended 2mm proximal to the cuff and 1.5cm distal to the cuff. The adjoining surfaces between the proximal and middle catheter segments exhibited a glossy and striated surface, which is consistent with a sharp instrument cut. The adjoining surfaces between the middle and distal catheter segments were uneven and granular, which is consistent with a break. A tactual investigation revealed elastic weakness in the catheter around the break. Due to the evidence of use and elastic weakness, it appeared that the catheter broke during use. Stretching the catheter during tunneling or removal can cause the tubing to break. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huzk1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted by vascular access nurse practitioner on (B)(6) 2017 with no complications during insertion. Patient presented to hospital on (B)(6) 2018 with swelling around middle of the subcutaneous tunnel (not near to incision sites) and was seen by vascular access nurse who queried an infection with decision taken to remove hickman. It was stated the vascular access nurse followed sgh protocol for removal of catheter. When dissecting out the cuff noticed catheter was broken in section from cuff to insertion into vein. The patient was taken to ir immediately and the section of hickman was found to be in pulmonary artery. It was successfully removed percutaneously with no adverse effects to patient. At this time he is unaware of medications/CT contrast administered via hickman or any issues with flushing/aspirating the catheter between november and january but will check with team.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzk1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted by vascular access nurse practitioner on (B)(6) 2017 with no complications during insertion. Patient presented to hospital on (B)(6) 2018 with swelling around middle of the subcutaneous tunnel (not near to incision sites) and was seen by vascular access nurse who queried an infection with decision taken to remove hickman. It was stated the vascular access nurse followed sgh protocol for removal of catheter. When dissecting out the cuff noticed catheter was broken in section from cuff to insertion into vein. The patient was taken to ir immediately and the section of hickman was found to be in pulmonary artery. It was successfully removed percutaneously with no adverse effects to patient. At this time he is unaware of medications/CT contrast administered via hickman or any issues with flushing/aspirating the catheter between november and january but will check with team.